Event description:
In 1995, the cryopreserved pulmonary valve and conduit in question was implanted into a patient of unknown medical history. Approximately six years later, the involved surgeon reported that the patient had developed obstruction of the right ventricle to pulmonary artery conduit that required explant and replacement.